Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and confirmed the unit was operating according to specification. No malfunction or issues was noted with the v-pro sterilizer. The technician confirmed with the user facility that instruments inside the unit were not adequately dried prior to the sterilization cycle. All instruments involved were reprocessed prior to use in a patient procedure. The operator manual for the v-pro sterilizer states, "any visible liquids in the chamber must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions," and "[when] handling hydrogen peroxide, wear appropriate personal protective equipment." Additionally section 6 states, "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit." The technician discussed the importance of wearing proper ppe while utilizing the v-pro 1 sterilizer with appropriate user facility staff.

Event description:
The user facility reported an employee received a burn while unloading instruments from their v-pro 1 sterilizer after a completed cycle. No medical treatment was sought. The employee was not wearing proper ppe at the time of the reported event.